Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel® dxi 800 access® immunoassay system. Customer tested a patient sample for accutni and obtained a result of 2.33ng/ml. The erroneous result was reported outside of the laboratory. This sample upon repeat gave a result of 0.06ng/ml. The sample was then tested on a different instrument which gave a result of 0.32ng/ml and a corrected report was issued. Customer re-spun the primary tube and re-tested the sample, which then gave a result of 0.05ng/ml. The primary tube was stored refrigerated and re-spun a second time and gave a result of 0.04ng/ml on the dxi 800 analyzer and a result of 0.46ng/ml on a different instrument. A second sample obtained from this patient when tested on this alternate instrument gave a result of 0.31ng/ml customer did not report affect to patient or user attributed or connected with this event.

Manufacturer narrative:
Samples were collected in plastic 5 ml bd lithium heparin tubes with gel and centrifuged at 2800 rpm for 10 minutes at room temperature. Qc resulted within specifications prior to and after the event. A field service engineer (fse) was on-site in 2009: (a) fse performed hardware verification and diagnostic testing which met specifications. (B) after running a calibration, fse noted qc resulted within the established range. (C) fse performed a test maintenance and system check which passed. (D) fse verified repair per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.